Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator 2010 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead impedance was varying. The threshold was reported to be stable and the sensing was reported to be good. The lead remains in use. No patient complications have been reported as a result of this event.